Event description:
It was reported that the procedure was performed to treat a lesion in the ramus artery. The distal shaft of a 2.5x12mm trek rx balloon dilatation catheter (bdc) separated during advancement and the distal portion of the shaft remained in the patient¿s artery. The proximal portion of the shaft was removed over the wire. Another balloon was used to successfully snare the separated distal portion from the patient anatomy. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The investigation was unable to determine a conclusive cause for the reported separation; however, the reported removal of foreign body and medical intervention appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.